Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that there is a small air bubble in the reservoir. Customer's blood glucose was 290 mg/dl at the time of incident. Troubleshooting assisted customer in performing a fixed prime and customer indicated that the insulin did not exit. However, customer was advised to change out entire infusion set due to the no delivery and air bubbles. The customer was advised that the device would be replaced and to return the product for analysis. However, the customer indicated that they would like to monitor the pump for now and was advised that new reservoirs would be provided.